Event description:
C/o markings on the device are not easy to read and are hard to distinguish especially the numbers 6 and 9. There have been numerous occasions when medical personnel had to reintubate neonates due to device markings issues and printing from MFR on tube that interfere with the reading of the markings. The doctor states she is concerned with using this product especially with medication administration and in emergency situations.